Event description:
It was reported that the system controller was exchanged for backup battery faults. During investigation, the log files showed a driveline disconnect on (B)(6) 2023 followed by a pump off alarm. The disconnect appeared to be a physical disconnect and pump speed recovered. Regulatory reference report MFR # 2916596-2023-02196.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(4)). The log file captured backup battery fault alarm events relating to a backup battery load test fault code, which became active on (B)(6) 2023. The returned system controller/backup battery was functionally tested using laboratory equipment and the unexpected backup battery fault alarm was unable to be reproduced. A corrective action was implemented to reduce backup battery faults due to the load test. The returned system controller was manufactured post the implementation of this corrective action. A root cause of the backup battery fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.